Event description:
The user reported that after being on bypass for approximatley 40 minutes, the gas flow was suddenly interrupted. The user attempted to increase the gas flow, but was not successful. The user connected the oxygen and air to another gas outlet but still was not able to restore gas flow. The user then switched the gas connection to a different 9000 pefusion system, restored flow and completed the case without further incident. There was no patient injury as result of this incident.